Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by the customer's mother that the customer had high blood glucose, ketones and bent cannula. Customer's mother stated the customer ate breakfast and did not get insulin. The customer's blood glucose was 487mg/dl. The customer's current blood glucose was unknown. The customer treated with insulin pump and manually. Customer's mother stated they have contacted the customer's doctor regarding the high blood glucose. Customer declined to check for leaks or air bubbles. Customer's mother stated the cannula is bent. Advised customer tubing clamps will be sent and to call back to test the insulin pump. Advised customer that the insulin pump could still deliver insulin through a bent cannula and therefore no delivery may not alarm.